Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal uterine bleeding, ovarian cyst, menometrorrhagia and morbid obesity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery ((B)(6) 2018: salpingectomy (bilateral) robotic-assisted hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date. Patient received treatment for pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding). There were two rings showing on the right side and four on the left at the end. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal uterine bleeding, ovarian cyst, menometrorrhagia and morbid obesity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (B)(6) 2018: salpingectomy (bilateral) robotic-assisted hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date. Patient received treatment for pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding) there were two rings showing on the right side and four on the left at the end quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-jun-2021: medical record received : reporter information, medical history and rcc were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery ((B)(6) 2018: salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date. Patient received treatment for pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding) . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received events " pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding)" were added. Reporter information and lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.